Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2011. It was reported the pt cannot elicit a response from his ipg when using the ipg magnet. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. No pt complications were reported as a result of this event.